Event description:
It was reported intermittently that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to over 800 mg/dl with diabetic ketoacidosis. Customer went to the emergency room (ER) and subsequently hospitalized. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospitalization; however, the customer did not respond. No additional patient or event information was available.

Event description:
It was reported intermittently that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to over 800 mg/dl with diabetic ketoacidosis. Customer was admitted into the hospital and was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.